Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) ) stopped compressions and displayed a 'system error, out of service, revert to manual CPR' error message" was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the defective drivetrain motor, likely due to a defective component, as the drivetrain motor was replaced in (B)(6) 2021. During visual inspection, a cracked top cover, front, and bottom enclosures, and the battery compartment were noted. The observed physical damages were unrelated to the reported complaint and likely attributed to user mishandling such as a drop. The damaged parts need to be replaced to remedy the observed damage. In addition, unrelated to the reported complaint, the encoder driveshaft of the platform does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. This type of driveshaft issue is characteristic of the normal use of the platform. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate needs to be performed to remedy the encoder driveshaft issue. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the reported complaint. A review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message to have occurred on the customer's reported event date, thus confirming the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.015", out of the specification (0.008" ± 0.001"), which caused the ua139 error. The brake gap could not be adjusted and continued to open out of specification. The drivetrain motor assembly needs to be replaced to remedy the ua139 error. In addition, the archive noted the presence of the (ua) 17 (max motor on time exceeded during active operation) error message as a result of the drivetrain motor brake assembly air gap being out of specification. Waiting for service approval. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the autopulse platform with serial number (B)(6). (B)(6), reported on may 05, 2021. The drivetrain motor was replaced.

Event description:
During shift check, the autopulse platform (sn (B)(6) ) displayed a "system error, out of service, revert to manual CPR" message. No patient involvement.